Manufacturer narrative:
(B)(4). The device was received for evaluation. Upon completion of the investigation, or should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Two samples were returned to baxter and an evaluation was completed. A batch review was performed and there were no nonconformities, failures, rework or deviations associated with the reported problem; nor any issues detected during the manufacturing process. A visual inspection was performed with the naked eye and via a clemex intelligent microscope which no issues noted. Leak testing (eight psi underwater pressure test) was performed with no issues noted. An integrity of seal surface test was performed with no leak noted. Clear passage test and clamp function tests were performed with no issues noted. The reported problem could not be duplicated or verified. As a result, the direct cause for the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced difficulty connecting a minicap transfer set with a titanium adapter. The reporter stated that the transfer set would not connect tightly with the adapter. The transfer set was replaced and the problem resolved. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this event.